Event description:
Reporter noted four cases of post-op infection at this facility on the same day, with two different surgeons. Customer wanted both systems cleaned and filters checked. This pt had endophthalmitis one day post-op. Treated with intravitreal antibiotics. Outcome reported as good.